Event description:
It was reported that during a laparoscopic cholecystectomy, the device when closing the clips would drop out without forming. Nothing fell into patient. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.